Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). Stockert pump model# m-5463-01, serial # (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, while attempting to perform a retrograde approach to the heart with a navistar thermocool sf catheter the physician was unable to get the catheter around the arch of the aorta. The navistar catheter tip was prolapsed. As the catheter was withdrawn, the tip entered a branch of the femoral artery. The physician was unable to get the catheter tip out of the femoral branch. Contrast was injected and showed the catheter was not occluding the femoral branch. The catheter tip was bent nearly 90 degrees into the branch. Advancing, retracting and deflecting the catheter were not successful in removing the catheter from the branch. A surgical consult had been requested. Additional information was requested, but no response has been received.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.